Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 4-5mm, a 5mm neck diameter, and a 4.8x5.2mm landing zone. It was noted the patient's vessel tortuosity was severe. It was reported that the pipeline was placed at the distal end of the target vessel with the marksman microcatheter, and the pipeline was released according to the operation standard. However, the tip side could not be opened. Repeated adjustments were tried, but the pipeline still failed to open. It was then withdrawn from the patient and replaced with another device to continue the surgery. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a marksman microcatheter.